Event description:
The customer reported that during a hiv antibody assay, summit sample handler, failed to pipette reagent/sample in rows a-h well positions 10, 11, 12 and no error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.